Manufacturer narrative:
The reason for this revision surgery was patient dislocating after 7 months and 18 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints against this part number; with 16 complaints with the same failure mode of dislocation. This is the first complaint from this lot. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. Several factors not related to the implant can play a role in dislocation such as a loose joint from inadequate soft tissue, excessive range-of-motion, or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - due to the patient constantly dislocating. (B)(4).